Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "pacer fault 116", "pacer disabled", "defib disabled" and "defib fault 72" messages upon power up. Complainant indicated that there was no patient involvement in the reported malfunction.